Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (concentration 2000 mcg/ml, dose 100 mcg/ml) via an implantable infusion pump. Indications for use included intractable spasticity and parkinsonian tremor. Other medications the patient was taking at the time of the event were not available to the reporter. The patient's medical history included spastic familial paraparesis. It was reported that on (B)(6) 2015, the patient had a pump replacement for normal battery depletion. During the procedure the surgeon was unable to aspirate the catheter. Diagnostics/troubleshooting included dye injection, which revealed leaking at the catheter in the flank area and a catheter fracture at the spine. A new catheter was implanted. The reporter was unsure what led to the event, as the patient did not report any problems with therapeutic response. It was unknown if the issue was resolved at that time. The patient status was "alive-no injury". The catheter would not be returned.